Event description:
A peritoneal dialysis (pd) nurse reported a cycler was having an issue. The patient dropped off the cycler to the clinic stating the door wouldn't close and reported fluid leakage. The pd nurse had no further information on the leakage incident. The fresenius technical support representative had the pd nurse turn on the cycler, and the pdrn was able to close the door. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler.the patient stated he did not remember if there was fluid on the cassette door, or if it was coming from the cassette. The patient stated there was a ¿valve leak alarm¿. The patient was connected when the leak occurred. The patient reset up with new supplies and was able to complete dialysis treatment. The patient confirmed there were no patient adverse effects or medical intervention was required. The patient stated the supplies were disposed to the trash, therefore there is no sample available to be returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a cycler was having an issue. The patient dropped off the cycler to the clinic stating the door wouldn't close and reported fluid leakage. The pd nurse had no further information on the leakage incident. The fresenius technical support representative had the pd nurse turn on the cycler, and the pdrn was able to close the door. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler. The patient stated he did not remember if there was fluid on the cassette door, or if it was coming from the cassette. The patient stated there was a ¿valve leak alarm¿. The patient was connected when the leak occurred. The patient reset up with new supplies and was able to complete dialysis treatment. The patient confirmed there were no patient adverse effects or medical intervention was required. The patient stated the supplies were disposed to the trash, therefore there is no sample available to be returned.